Event description:
It was reported that the user contacted support regarding fluctuating blood glucose, including a low and subsequent high after pausing the ilet overnight out of concern for hypoglycemia, consuming glucose tablets and juice, and acknowledging prolonged pump pauses; the user associated recent significant weight loss and use of mounjaro with the fluctuations, and support assisted with updating body weight in the ilet. Symptoms included hypoglycemia with a lowest glucose of 50 mg/dl accompanied by seeing black spots and feeling cold, and hyperglycemia with a highest glucose of 401 mg/dl accompanied by thirst, frequent urination, dry mouth, dehydration, and sluggishness. Outcomes included no reported lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.